Event description:
It was reported that an intraocular lens (iol) was removed and replaced during the same procedure due to the chamber being unstable. The surgeon then proceeded with a vitrectomy. There was no incision enlargement and no patient complications reported. The patient was stated to be doing fine. No further information has been provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.